Event description:
It was reported that patients ipg was turning on and off at random times and would experience an intense stimulation when the device was on. The patients lead also had high impedance and was experiencing inadequate coverage of pain areas. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were disposed of by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three weeks ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7032458.